Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink in the hypotube 17.3cm from the hub. The inflation lumen and core wire is kinked 25.6cm from the tip. There is a longitudinal tear in the inflation lumen and guidewire lumen. The tear is 19cm from the tip and approximately 5.3cm long. Because the inflation lumen is damaged a pressure test could not be performed to locate any possible leaks in the balloon. Microscopic examination revealed that the tip is damaged. There is blood present in the hub, inflation lumen, and guidewire lumen. There is contrast present in the inflation lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 8mm x 5.00mm nc quantum apex balloon catheter was advanced for dilatation. However, the balloon ruptured. No patient complications were reported.